Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done due to lead migration. It was also noted that there were missing contacts on the paddle lead. The patient underwent a paddle lead repositioning procedure.